Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced an error alarm while attempting to enter their blood glucose information. It was stated that the customer had to rewind and reprogram the insulin pump because all of the settings were wiped out. Troubleshooting was conducted for the insulin pump. The blood glucose reading at the time of the incident was 17.5 mmol/l. The high blood glucose readings were treated with the insulin pump. It was also stated that the customer was unable to upload because of the error alarm. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.